Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that intermittently, the on/off power switch (p/n mk09504) would not work. The machine reportedly would either not power up or would shut down unexpected.

Manufacturer narrative:
The electronic log file of the main device was analyzed. According to the log entries there was a disturbance of internal communication which indicates a potential interruption of ¿rockerswa¿, which is one of two lines routed via the rocker switch. In case of switching off "rockerswa" the whole device will immediately shut down. A permanent acoustic alarm is generated by the secondary alarm system. In both cases therapy is only possible via emergency o2 delivery and manual ventilation. The rocker switch assembly itself was subject to a visual inspection and an impedance measurement. Both switch and cable were free from visible damages and contamination. The cable did not show signs of sharp bending. The solder joints looked ok. The rocker switch was switched several times and the impedance recorded. The measured values were within the specified range. The reported symptom could not be reproduced. The exact root cause for this specific event could not be determined. However, due to further investigation related to the rocker switch assembly it was decided to open a CAPA. It was determined that the root cause of the faulty power switches was the result of sharp bending of the power switch cable during the assembly process and/or excessive amounts of flux used during the soldering process (soldering of the cable to the power switch contacts). A recall was published and all potentially affected assemblies have been replaced in the meantime.

Event description:
.